Event description:
I have been under the care of (B)(6) for neuroimmune disorders since 2004. My immune system reactivated many diseases, my natural killer cells plummeted. I was bedridden for years, and require immune modulators for the rest of my life. I have hundreds of test results - from neuroimmune panels, elisa, to tilt table test, to cbc, etc. I am happy to send you these values. The folder is extensive so adding each value below for even one test (I have bloodwork spanning 15 yrs) wouldn't be applicable. FDA safety report ID# (B)(4).